Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken with wires exposed. The customer stated this is causing difficulty when charging the pump. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.